Event description:
It was observed that during the device evaluation, the subject flex video scope exhibited a curved rubber adhesive part. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the missing curved rubber adhesive part resulted from a known inherent risk of the device. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.